Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display image upon attempted use. In addition, it was reported that evidence of moisture ingress was observed behind the display lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/22/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: an attempt to download the pump history and black box data was unsuccessful due to internal moisture damage. Evidence of moisture ingress was observed behind the display lens. The pump case was observed to be damaged near the lower right corner of the display. The battery compartment and returned battery cap were found to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display: the reported power issue was duplicated. The pump failed a leak test due to a pump case leak at the site of the aforementioned pump case damage. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed during the analysis. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture.